Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife and knife trigger were not working perfectly and got stuck. It was hard to retract and to reopen the jaws. The jaw of the device locked on patient's tissue. Just after a few repetitions of using, the knife trigger jaws were able to open again and was fixed. There was no tissue damage. There was no patient injury.